Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was ripped and bubbled downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. A review of the event history log found no events related to the reported complaint. The service history review also indicated no evidence that the complaint was associated with any service performed on the device during the review period. Visual inspection revealed that the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was buckled. The reported issue was therefore confirmed. Both the dso and uso seals were replaced, and the probable cause was determined to be normal wear and tear. Following repair, the device successfully passed all functional testing.